Event description:
It was reported that the nurse stated that there was a red box which reads treatment stopped. They claimed that there was no way to close this alarm. Had turn device off and on and they resumed therapy. Event log showed an alert 014 (probe out of range) and the therapy had been running for about 10 minutes, so it was possible someone disconnected the probe. In end of the call, patient temperature (pt) was 37.1c, targeted temperature (tt) was 33c, water temperature (wt) was 17.1c, flow rate (fr) was 2.6lpm. Advised to call back if there were any other alerts or alarms or if patient temperature (pt) was not trending appropriately, but all looks well for now.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.